Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and diagnosed the issue to the hospital cart. To fix the issue, the fse replaced the helium lines, and the iabp passed all functional and electrical safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented with a helium leak. It is unknown under what circumstances this event occurred. In addition, customer was previously aware of this issue for which getinge had made service visits and instructed the customer to turn off the helium between use. There was no patient involvement and no adverse event was reported.